Manufacturer narrative:
The user guide states: ¿your t:slim x2 pump is watertight to a depth of 3 feet for up to 30 minutes (ipx7 rating), but it is not waterproof. Your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. Your pump should not be worn in hot tubs or jacuzzis.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer exposed the pump to water. Subsequently, the customer reported that the pump emitted a burning smell after the pump was plugged into a charger. The pump was able to charge successfully. There was no reported adverse impact to the customer. The customer continued to use the pump for insulin therapy.